Manufacturer narrative:
Mml #: (B)(4).

Event description:
It was reported that the patient has been in a lot of sciatic nerve pain in his left buttock and leg, and as a result, he has been in and out of the hospital. Reportedly, the patient had underlying stomach issues and weight loss that were not associated with the system. The patient believed that the device was causing his pain and wanted the device removed. The implanting doctor was advised and a computed thomograph (CT) scan was taken which showed no issues with the implant. According to the doctor, he felt that the patient's post traumatic stress disorder (ptsd) may be having an impact, and the pain was not linked to the reactiv8 system. The patient chose not to use the therapy and refused offers of reprogramming. The device was removed without complications.

Manufacturer narrative:
Mml #: (B)(4). The ipg and leads were received. The ipg passed functional testing and operated within the manufacturing specifications. No functional testing can be performed on both leads. They were received cut into two segments from the explant. A visual inspection was performed, and no relevant nonconformances were found to be associated with the patient's pain.

Event description:
It was reported that the patient has been in a lot of sciatic nerve pain in his left buttock and leg, and as a result, he has been in and out of the hospital. Reportedly, the patient had underlying stomach issues and weight loss that were not associated with the system. The patient believed that the device was causing his pain and wanted the device removed. The implanting doctor was advised and a computed thomograph (CT) scan was taken which showed no issues with the implant. According to the doctor, he felt that the patient's post traumatic stress disorder (ptsd) may be having an impact, and the pain was not linked to the reactiv8 system. The patient chose not to use the therapy and refused offers of reprogramming. The device was removed without complications.